Event description:
The manufacturer received information alleging an issue related to a ds2 device's sound abatement foam. The patient has alleged device started smoking between the machine and humidifier. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed a dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, inside the inlet of the blower box, on the blower, blower box, heater plate, heater plate spring, and bottom enclosure. The water tank was observed to have possibly been overfilled with a potential mineral deposit line above the "fill line", and mineral deposits on the outlet of the tank. Hair-like contaminant was observed on the water tank seal, water tank, and bottom enclosure. An unknown contaminant was observed on the ui display bezel and heater plate. The pca was observed to have potential corrosion on it, along with what appeared to be dried liquid spots, due to liquid ingress to the pca. The issue of liquid ingress to the pca has been previously investigated as documented in CAPA 3376332. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 24 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer was not able to confirm the complaint, but not address the symptoms specified. Section h6 updated.